Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "a left capsular contracture baker grade iii." Device remains implanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: weight to the spec, white particles on the shell, an opening on anterior, and crease flat. A microscopic analysis was performed which identified: a striated opening on anterior and striated broken on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage and a striated broken on anterior assessed as surgical damage."

Event description:
Healthcare professional reported "a left capsular contracture baker grade iii." Device has been explanted.

Event description:
Device has been explanted.